Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot/serial # unknown / not provided, d4: device expiration date unknown / not provided, d4: device UDI number unknown / not provided, g4: additional PMA/510(k) number k013227, h4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site #19 fractured and was removed. (B)(6) 2025 pt presented with fractured implant with loose crown. Removal of fractured implant #19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsv6h11 (impl tapered scr-v ha 6mm 5.7mm 11.5mm) for evaluation. Visual evaluation was performed. Fracture identified at the collar. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsv6h11 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: ¿ dental : functional : fracture : implant¿). The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 5, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction has occurred. The implant¿s collar was fractured. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.